Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose level was 319 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump for high blood glucose. It was reported that the customer was using automode. Customer reported they did contact their health care professional regarding the high blood glucose. Customer stated insulin did exit at the quick release. The device will be not returned for analysis.